Manufacturer narrative:
B5: describe event or problem - updated with additional narrative.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. Preparation of the sheath and catheter were performed without issue. Upon insertion of a catheter into the sheath, aspiration of the sheath was performed. During aspiration of the sheath, air bubbles were noted in the sheath. The catheter was removed, reinserted and aspiration was performed again, however, the air bubbles were still noted. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that no abnormalities were noted during preparation of the sheath. A pressure bag method was used to irrigate the sheath. It was confirmed that no leakage in the sheath nor any air was noted in the patient. The air was only noted inside the sheath near hemostatic valve during aspiration. As per the physician opinion, the valve did not close tightly and therefore when aspiration took place, air was coming from the valve to the syringe. But no air was observed distal to the catheter or even in the patient. A merit guidewire was inside the catheter during insertion of the catheter and aspiration.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. Preparation of the sheath and catheter were performed without issue. Upon insertion of a catheter into the sheath, aspiration of the sheath was performed. During aspiration of the sheath, air bubbles were noted in the sheath. The catheter was removed, reinserted and aspiration was performed again, however, the air bubbles were still noted. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be return for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. Preparation of the sheath and catheter were performed without issue. Upon insertion of a catheter into the sheath, aspiration of the sheath was performed. During aspiration of the sheath, air bubbles were noted in the sheath. The catheter was removed, reinserted and aspiration was performed again, however, the air bubbles were still noted. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory. It was further reported that no abnormalities were noted during preparation of the sheath. A pressure bag method was used to irrigate the sheath. It was confirmed that no leakage in the sheath nor any air was noted in the patient. The air was only noted inside the sheath near hemostatic valve during aspiration. As per the physician opinion, the valve did not close tightly and therefore when aspiration took place, air was coming from the valve to the syringe. But no air was observed distal to the catheter or even in the patient. A merit guidewire was inside the catheter during insertion of the catheter and aspiration.